Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0085 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redy0085) have been reported from the same facility (B)(4).

Event description:
It was reported there was a hole on the catheter. Catheter placed this summer and it is unclear what kind of chemotherapy it has been used for. When leakage at the insertion site while flushing, the catheter was removed.

Event description:
It was reported there was a hole on the catheter. Catheter placed this summer and it is unclear what kind of chemotherapy it has been used for. When leakage at the insertion site while flushing, the catheter was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the catheter appears to have been damaged through use. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The catheter had been trimmed at the 35cm depth marking. The catheter shaft was wavey with the apex of the curves being at the 2cm, 5cm, 11cm, and 16cm depth markings. The curve at the 2cm depth marking was more severe than the other curves. The extension leg was also curved near the proximal end. The catheter was patent to infusion. However, when the catheter was flushed, a small spraying leak was observed emanating from the catheter between the 3cm and 4cm depth markings. Microscopic examination of the leak site revealed a small semi-circumferential split. The split was approximately 0.04¿ long. The edges of the split were dull and granular. The terminating ends of the split contained white discoloration. A small amount of wear is seen on the edges of the split. The characteristics of the damage are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿